Event description:
Corrected information: the intraocular lens was cracked, after unfolding.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, the intraocular lens was scratched during/after insertion. The lens was removed and replaced during the same procedure without report of harm.